Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110005273, comprehensive glenoid base, lot # 002820. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the screw was thrown out. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total shoulder anthroplasty, the comprehensive locking screw was sitting proud after implanting the convertible glenoid. The screw would not advance any further without stripping the head. This locking screw was removed and replaced with a non-locking screw to avoid any issue with the liner engaging the baseplate properly. No additional information is available from the event.